Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 5 years since the subject device was manufactured. Based on the results of the investigation, the foriegn material could not be identified. A definitive root cause could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - operation manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection describes the detection method. - instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes describes preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported to olympus that the angle fixing part of the evis lucera elite gastrointestinal videoscope was broken. The device was returned to olympus. Upon device evaluation, it was found that the nozzle had foreign materials. This report is being submitted for reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Follow up was conducted to obtain additional information regarding cleaning, disinfection and sterilization process followed onsite. However, the customer responded that the requested information is unknown. An evaluation of the returned device confirmed the customer allegation. The free/engage (fe) lever had a crack. There were few additional findings during device evaluation. Due to a pinhole on channel-tube, water tightness was lost. The connecting tube was dented. The adhesive around light guide lens and objective lens was peeled. Objective lens was chipped. Scratches were found throughout the device. The universal cord had wrinkles and was sticky. The scope connector was dirty due to water leakage. The adhesive on bending section cover had a crack and chip. Due to wear of angle wire, the play of up/down knob was out of the standard value and bending angle in upward direction does not meet the standard value. The connecting tube had discoloration, dent, and wrinkles. Forceps channel port and suction cylinder were shaved. Switch button 4 had wear. Due to a scratch on objective lens, the image has dark area partially. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.